Manufacturer narrative:
Reported event: an event regarding dislocation and instability involving an unknown liner was reported. The event was not confirmed. Method and results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were provided for review. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revised a right hip liner and head due to dislocation/instability. Patient was unaware of where she had her original surgery done but was estimated at approximately 9 years ago. It appeared to be a securfit stem. The implants revised were a 32d 10 deg liner and a 32+5 metal c-taper head. Replaced with a constrained liner and 22+0 head.